Event description:
It was reported that during a surgery the pt co2 values were inconsistent and that the pt was not receiving fresh gas or agent. The pt regained consciousness and the case was abandoned. No pt injury was reported.

Manufacturer narrative:
A draeger engineer checked the device according to the MFR's test certificate. The device performed as specified and no device failure could be found. The device passed all tests. The log file was analyzed by the MFR and confirmed that the device performed as specified and had no technical fault. The logged etco2 values and varying tidal values in the log file indicate that there was a intermittent leakage in the pt circuit that led to a loss of fresh gas. During the entire case only manual ventilation was used all of the time. In man/spont apnea alarms are disabled, all other alarms appear according to the user set alarm limit settings. The vital parameters and gas readings are always displayed and obvious to the user.